Event description:
The customer reported to baxter (B)(4) of a one-link needlefree IV connector in which occlusions were observed when using the one-link with a solo PICC (peripherally inserted central catheter). The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). The customer reported to baxter canada of a one-link needlefree IV connector in which occlusions were observed when using the one-link with a solo PICC (peripherally inserted central catheter). The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. The onelink occlusions occurred eleven (11) times with the PICC line only. The customer reported that this may be a compatibility issue. This report addresses one of the eleven occurrences. The onelink is used in oncology with chemotherapy drugs. Some of the occlusions happened within only a few hours of setup, and some were later. There was no issues with luering on the onelink and flushing with saline at the start of therapy. The customer also reported some observance of intra-luminal blood clots within the catheter when administering the medications, however, they do not report that this was the cause of the occlusion. The blood clots were resolved in a timely manner. No additional information is available.